Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. Rv to superior vena cava (svc) was 164 ohms, rv to can was 62 ohms, and svc to can was 177 ohms; the svc coil appears to be the cause and possible svc coil calcification was reviewed. Based on the age of the lead and the device reaching explant status, technical services (ts) recommended lead revision at device changeout. This lead remains in service. No adverse patient effects were reported.